Event description:
It was reported that the customer was hospitalized with high blood sugars. Company was unable to conduct troubleshooting since the customer did not have any reservoirs or infusion sets at the time of the call.